Event description:
It was reported multiple spectrum pumps were displaying atypical behavior. The customer stated that an extra 0 would appear when attempting to program the device, but was still processing the correct value. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If a device is returned, an evaluation will be completed and a supplemental report will be submitted.